Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam scope carriage broke into two pieces. The treating surgeon proceeded to continue with the procedure with low power output and manually slid the aquabeam scope. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece scope carriage was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and aquabeam handpiece / lot number 24c02727 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual, sj-um0101-00 rev c aquabeam robotic system user manual, us state the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup with the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Although the aquabeam handpiece scope carriage was not returned for investigation, a root cause for this issue has been determined to be due to manufacturing related issues associated with a third-party supplier. The reported issue is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.